Event description:
It was reported that during an unspecified surgical procedure, it was observed that the power module device was knocked off of a table and was not working properly. There were no delays to the surgical procedure as the device was not being used at the time and did not have any impact on the surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred during the week of april 13, 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was cracked and did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling or dropping the device. This was further defined as misuse, abuse, and/or possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.